Manufacturer narrative:
The insulin pump was monitored for several days and no blank display noted. The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump was received with normal operating currents and passed the self-test, a21 error test and off no power test. No damage was found on the lcd isolation tape noted. The insulin pump had minor scratched lcd window and cracked reservoir tube lip.

Event description:
It was reported that the insulin pump had a blank display. No further info reported.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-tim insulin infusion pump, which is marketed in the united states. Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.